Manufacturer narrative:
UDI# (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end wall integrity is compromised, and exhibits signs of slight melting and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 45,000 joules "it was impossible to increase the power, the screen of the device was inverted (figures not readable)". The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient was reported.